Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing of p waves during recorded atrial fibrillation, no n-sustained ventricular tachycardia, and fast atrial and ventricular episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.